Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia with blood glucose value 900 mg/dl. Customers other blood glucose value was 120 mg/dl. Customer also reported that insulin pump receives no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer states insulin pump was exposed to a high magnetic field. Customer reports they were able to clear the alarm however not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during the rewind due to a problem with the electronic assembly. Although the battery compartment is lined with significant amounts of corrosion, did not see any corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement or negligible movement. Retries to free a stuck motor failed error.